Event description:
A consumer reported that her infant son was burned by a kaz humidifier. She stated that she left the child unattended and the humidifier fell onto her son, spilling hot water onto the child. The infant was treated at the hospital for third degree burns on his arm. The product has a clear warning which states that the humidifier should be placed in an area that is out of reach of children.